Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. Device evaluation: thrombus was confirmed through the evaluation of the returned pump. Evaluation of the sealed inflow and outflow conduits revealed no evidence of adhered depositions or thrombus formations. Disassembly of the lvad revealed a deposition adjacent to the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, its areas of denaturation suggest that it was present while the lvad was supporting the patient. A root cause for the development of this deposition could not conclusively be determined through this evaluation. Upon removal of this deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2016 the patient underwent a heart transplant. The patient was transplanted as a result of their bridge to transplant indication and it was reported that there were no reported device issues associated with the transplant. During investigation of the returned explanted pump, thrombus was found within the device.